Event description:
Baxter lithuania reports 7 incidents of broken clamps with the transfer sets. There is no pt injury or medical intervention reported with these incidents by the complaint coordinator.